Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0208731857, implanted:(B)(6) 2014, product type: lead. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from a healthcare professional of a clinical study which reported that post-operatively on (B)(6) 2014, 13 days after implant the patient had an epileptic seizure. Laboratory testing was done on (B)(6) 2014 with results that were normal for the patient. Imaging was also done on (B)(6) 2014 which was also normal for the patient. The patient had been taken to the emergency room and was administered medications, epitomax, on (B)(6) 2014. No surgical intervention had occurred and it was unknown if any intervention was planned. The relation to the procedure was unknown. The issue was resolved; resolved without sequelae. Patient's medical history included essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported that etiology was noted to be related to surgery/anesthesia.